Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The official cause of death is still unknown. The caller stated that the night before, the customer fell and hurt his arm. The next morning he did not go to work, stayed in bed, and had shivers. The caller state that around 4:00am the customer had insulin reaction and had low blood glucose which the caller treated and the customer's blood glucose came back up. Around 4:30am the caller heard a gasp. The customer was taken to the hospital because he was not feeling good. At the time of death, the customer's blood glucose was 500 mg/dl. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller declined returning the insulin pump for analysis.